Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed due to increasing pain and swelling with severe metal-metal reaction around the hip joint.